Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 08-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient had been at a junkyard around the crane magnet on (B)(6) 2020 and ever since then, he had been hurting pretty good. The patient feels like the leads have moved because he can now feel the wires up next to his skin, and the implant. The patient has some severe pain where the implanted device is. When he turned the implantable neurostimulator on, he felt a sensation of stimulation shoot up into his left shoulder. He was hurting so bad in his left arm. The patient¿s stimulator had not been helping with the pain for the last 6 months or so, confirmed as 2019, and he had been hurting. There were no further complications reported.